Manufacturer narrative:
(B)(4).

Event description:
This patient expired on (B)(6) 2014 due to cardiopulmonary arrest, ventricular fibrillation and endocarditis. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present dissection, free of breaches. Due to the dissection the mechanical and electrical inspection of the lead was not properly feasible. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.